Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine generator change out, the device alerted for noise. The noise was reproducible by pushing on the ICD can. No visual or electrical anomalies were noted. The lead was capped and replaced.